Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) was elevated on 04/15/26 and was displayed as "high"; a specific value was not provided. Bg was addressed with a correction bolus via the pump. The customer changed the infusion set and cartridge continuing to use the pump for insulin therapy.